Manufacturer narrative:
Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. The available information, which included a report this female patient expired several years ago, was reviewed. During a call to technical support, a peritoneal dialysis registered nurse [(pd)rn] stated that a patient was utilizing a modem that was previously used by a patient that expired. The modem was still not registered under the present user's name. Information pertaining to the patient that expired was not available. The pdrn stated the patient expired several years prior and there are no records at the clinic. A search of the patient name yielded one record of a past order from 2018. No further information was found. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for the death. Therefore, the completion of a clinical investigation is not warranted at this time. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired. Specific details surrounding the patient's death were not provided. The event was reported by a pd registered nurse (pdrn) while attempting to register the patient's modem to a new patient. Upon follow up, the pdrn indicated that the patient expired more than 5 years ago. The patient's medical records are not available and the pdrn did not recall the specific cause of the patient's death. There was no indication that the patient was connected to their liberty select cycler at the time of death nor was there any allegation that the patient's death was related to the use of a fresenius device, drug, or product. It was reported that a peritoneal dialysis (pd) patient expired. Specific details surrounding the patient's death were not provided. The event was reported by a pd registered nurse (pdrn) while attempting to register the patient's modem to a new patient. Upon follow up, the pdrn indicated that the patient expired more than 5 years ago. The patient's medical records are not available and the pdrn did not recall the specific cause of the patient's death. There was no indication that the patient was connected to their liberty select cycler at the time of death nor was there any allegation that the patient's death was related to the use of a fresenius device, drug, or product. The date of event is captured as the approximate date of death.

Manufacturer narrative:
Corrected information: h6- health effect impact code- updating per new h6 codes.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired. Specific details surrounding the patient's death were not provided. The event was reported by a pd registered nurse (pdrn) while attempting to register the patient's modem to a new patient. Upon follow up, the pdrn indicated that the patient expired more than 5 years ago. The patient's medical records are not available and the pdrn did not recall the specific cause of the patient's death. There was no indication that the patient was connected to their liberty select cycler at the time of death nor was there any allegation that the patient's death was related to the use of a fresenius device, drug, or product. It was reported that a peritoneal dialysis (pd) patient expired. Specific details surrounding the patient's death were not provided. The event was reported by a pd registered nurse (pdrn) while attempting to register the patient's modem to a new patient. Upon follow up, the pdrn indicated that the patient expired more than 5 years ago. The patient's medical records are not available and the pdrn did not recall the specific cause of the patient's death. There was no indication that the patient was connected to their liberty select cycler at the time of death nor was there any allegation that the patient's death was related to the use of a fresenius device, drug, or product. The date of event is captured as the approximate date of death.